Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgeries the ophthalmic blades were found to be dull. The procedures was completed on the same day and there was no patient harm.

Manufacturer narrative:
Seven unopened knives, in bp trays were received for the report of dull blades. Samples were visually inspected and found to be conforming. Functional penetration testing was performed and sample #1 was nonconforming, sample #2, 4-7 were conforming. Functional penetration testing was not performed on sample #3 as sample fell out of fixture and damaged. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. The photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned unopened sample #1 was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample #3 was damaged during evaluation, the exact root cause could not be determined from the investigation performed. The returned unopened sample #2, 4-7 were found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.